Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance when connected to the device at implant. However, the lead has a within range impedance value when connected to the pacing system analyzer (psa). It was noted that the lead was wedged "fairly far out". Technical services (ts) advised they would leave and observe as the high out of range impedance is likely due to its position. It is unknown if the lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance when connected to the device at implant. However, the lead has a within range impedance value when connected to the pacing system analyzer (psa). It was noted that the lead was wedged "fairly far out". Technical services (ts) advised they would leave and observe as the high out of range impedance is likely due to its position. It is unknown if the lead remains in use. No adverse patient effects were reported.